Event description:
A vaxcel chronic dialysis catheter was placed in 2004. It was reported the catheter fell out in 2005 without the cuff attached to it. The cuff remains in the pt. The catheter was replaced.